Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. The issue was caused by loose upper and lower latch switch bracket screws. The upper and lower auxiliary assemblies (including the latch screws) were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no patient injury.